Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation results: the captivator cold snare was not returned; however, a media analysis was performed. It was not possible to observe the device or any defect with it. Additionally, it is not possible to confirm the reported adverse events, since as per the picture provided the quantity of bleeding, the depth of the cut and the tissue condition cannot be determined. With all the available information, boston scientific concludes the reported event of was not confirmed. The investigation findings and all information available concludes the most probable root cause is known inherent risk of device.

Event description:
Note: this report pertains to one of two captivator cold single-use snare devices used during the same procedure. It was reported to boston scientific corporation that two captivator cold single-use snares were used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, they attempted to remove two polyps measuring approximately 3 mm and 6 mm, both devices were unable to perform as intended. Due to the tissue damage caused, two endo clips were required to achieve hemostasis at the 6 mm site. The procedure was completed with a different device. The snares did not execute a clean, controlled cut and instead tore the tissue, resulting in trauma to the polypectomy sites. No further information has been obtained despite good faith efforts.

Event description:
Note: this report pertains to one of two captivator cold single-use snare devices used during the same procedure. It was reported to boston scientific corporation that two captivator cold single-use snares were used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, they attempted to remove two polyps measuring approximately 3 mm and 6 mm, both devices were unable to perform as intended. Due to the tissue damage caused, two endo clips were required to achieve hemostasis at the 6 mm site. The procedure was completed with a different device. The snares did not execute a clean, controlled cut and instead tore the tissue, resulting in trauma to the polypectomy sites. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.